Event description:
It was reported to philips that the device's paddles were not functioning. There was no reported patient involvement.

Manufacturer narrative:
Available details indicate that the customer was running an operation check and the shock button was not functioning. There were no warning or error messages, nor physical damaged/issues with the paddle. The customer tested the device with another set of paddles, confirming the issue was with the paddles and not the device. The paddle assembly was replaced and the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided a replacement paddles to resolve the issue. It has been concluded that no further action is required at this time.